Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 500mg/dl at the time of incident. Troubleshooting found that the reservoir compartment is cracked and missing a piece of plastic and the reservoir does not screw in properly. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined high blood glucose troubleshooting. No further details given.

Manufacturer narrative:
The pump was received with the reservoir tube lip completely broken off, and the reservoir does not stay locked in. The pump was received with operating currents within specification and passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with a missing reservoir tube o-ring, a missing end cap sticker, a cracked case at the reservoir tube window corners, broken battery tube threads and minor scratches on the lcd window.